Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and no trouble was found. No parts were replaced. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
The customer reported that the device failed to discharge when expected. There was no report of negative patient impact.